Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had motor error alarm. The customer¿s blood glucose level was unknown. The drive support cap was normal. It was stated that the insulin pump has not been exposed to magnetic field. The customer was able to clear the alarm and not able to complete pump rewind. The troubleshooting was performed. The customer was advised that not to use the insulin pump and refer to back-up plan. The insulin pump will be returned for analysis.